Event description:
This pt was having an av fistulogram and angioplasty performed on her dialysis arm due to poor flows during dialysis. One side of her graft was punctured with the access set and the access catheter was then injected with x-ray contrast showing the anatomy and looking for the stenosis causing the poor flows. A stenosis was seen but the graft would have to be punctured from the other side in order to get the angioplasty catheter where it needed to go. The physician then made a puncture through the graft and passed an .018 guide wire through the needle and then proceeded to introduce the access introducer to convert to a 035 guidewire with which he then placed a 6 french sheath giving him access to the graft. He noticed slight resistance to the passage of the 6 french sheath. It was assumed that this was related to the continued presence of the first catheter which had been used for the diagnostic examination. Gentle reaction on the first catheter, after the sheath had been partially withdrawn, resulted in rupture of the first catheter. A 2.5cm fragment of the catheter migrated to the axillary vein. An attempt to snare the fragment while in the axillary vein failed as the fragment then moved passed centrally and lodged in a distal branch of the left lower lobe pulmonary artery. Another catheter was then used to select out the pulmonary artery to where the fragment was lodged. Despite attempts with multiple snares, the catheter fragment could not be retrieved. It remains in a peripheral branch of the left pulmonary artery in the posterior basal segment of the left lower lobe. A small amount of blood clot adjacent to the catheter fragment was treated with 4mg tpa administered through the catheter adjacent to the clot. It is not anticipated that this fragment will result in any clinical sequelae.